Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 , the patient underwent following procedures: c3-4, c4-5 and c5-6 anterior cervical discectomy. C3-4, c4-5 and c5-6 anterior cervical arthrodesis and fusion using peek allograft with bmp -wrapped autograft. Anterior placement of 62-mm plate with bilateral vertebral screws at c3, c4, c5, and c6. 4. Harvesting of bone autograft. Use of the operating microscope. Use of intraoperative fluoroscopy. Pre-operative diagnosis: incomplete spinal cord injury. Severe spinal stenosis at c3-4, c4-5, and c5-6. Per o- notes: ¿the thecal sac was now decompressed at this level. Similar procedures were performed at c4-5 and c5-6. No acute pathology was identified at each of the levels. The microscope was then removed the field. A #6 medium peek allograft with bmp -wrapped autograft was then placed at each of the respective levels. A good fit was achieved at each of the levels. The autograft was harvested during the drilling of the endplates. A 62-mm plate was then situated anteriorly, and bilateral vertebral screws were placed at c3, c4, c5, and c6 with good bony purchase being achieved. Set screws were engaged.¿

Event description:
It was reported that the patient underwent c3-4, c4-5, and c5-6 anterior cervical discectomy with arthrodesis and fusion using peek allograft fusion cages with bmp-wrapped autograft. The cages were packed with rhbmp-2/acs. The fusion cages were reportedly used to spread the vertebrae apart, making the openings in the back of the spine larger and allowing more room for nerve roots, to decrease pinching and irritation on the nerves. Sometime postop, the patient to develop swallowing and esophagus issues along with shoulder pain. Ectopic bone growth, inflammatory reaction, non-union, neuro deficit, nerve injury, neurological injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.